Manufacturer narrative:
Results: the ace68 was ovalized approximately 31.5 cm from the hub. The device was fractured approximately 80.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a fracture. A kink was observed near the fracture site, and it was reported that resistance was experienced when advancing a non-penumbra catheter through the ace68 at approximately the same location as the kink. If the non-penumbra microcatheter is forcefully advanced against resistance, damage such as a fracture to the ace68 may occur. A kink may occur if the device is forcefully mishandled during prep. Further evaluation revealed an ovalization. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician attempted to advance a non-penumbra microcatheter through a penumbra system ace 68 reperfusion catheter (ace68); however, the physician felt resistance approximately 60-70 cm from the tip of the ace68. The physician then noticed that the ace68 was fractured. The damage to the ace68 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new ace68.